Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4) - no known consequences or impact to the patient. Torn material. (B)(4).

Event description:
The customer reported the cc4204a collamer single piece lens was loaded incorrectly and as a result, the lens tore as it was placed in the eye. The lens was removed and discarded without any injury to the patient.